Event description:
Customer's mother called to report low blood glucose events. Blood glucose reading at the time of the call was 302 mg/dl. The customer had been experiencing low blood glucose events for the past 2 weeks. This was followed by 10 days of high blood glucose events. Troubleshooting began for the low blood glucose events. Customer will reduce the amount of carbs entered to decrease the amount of insulin delivered by the insulin pump. Blood glucose reading at the time of the low blood glucose event was 35 mg/dl. Troubleshooting could not be completed due to the mother not having enough time. Advised to call back so troubleshooting can be performed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).